Manufacturer narrative:
Corrections in b5. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so a device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown patient factors or post-op trauma. DHR review DHR was unable to be reviewed as lot number is not known. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that one of six implanted screws was found to have fractured approximately eight months post-op; it is believed the screw fractured around five month post-op. The patient does not want to undergo surgery to address the fractured screw.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that one of six implanted screws was found to have fractured. The patient believes the screw fractured sometime in january. The patient does not want to undergo surgery to address the fractured screw.